Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2020 due to a massive stroke. The surgeon stated that the death was not device related. Waking the patient up was unsuccessful. A computed tomography (CT) scan showed a half-brain damage. The potential pre-existence of plaques in the carotid may have been the cause of the stroke. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The type of stroke was not specified by the physician. The neurologist mentioned plaques in the carotids. According to the clinical coordinator, we can assume that plaques in the carotids was the reason for the stroke. There was no change in the patient's anticoagulation process compared to other patients. After the surgery, while in the intensive care unit (ICU), the patient had a significant vasoplegia that was successfully medically treated. No other unusual events that occurred post-operatively were provided by the physician.